Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number:(B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). Berlin heart reviewed the production records of the excor cannula, lot 00049940. This cannula was produced according to our specification. The excor cannula, lot 00049940, was implanted on (B)(6) 2016 and explanted on (B)(6) 2017 (days). Upon receipt of the affected product, pictures were taken as received; the cannula was in two separate pieces: cannula head and cannula body. The method of fractography was used for further investigation of the returned excor cannula. An examination of the fractured cannula head and cannula body indicated that the two fracture surfaces were mirror images of each other which meant that the damaged area was completely present, with no piece missing between them. The characteristics of the fracture surfaces seen are typical of the slow development of a fracture, beginning from a recognizable needle puncture at the initial damage site. At the location of the initial damage, an oblique puncture was visible which converged v-shaped at the tip. The pictures provided to us by the clinic, also indicate that the cannula was radially broken at the curvature of the cannula head. No adherent deposits could be seen on the large fracture surfaces. However, a fixed deposit was visible in the puncture channel at the initial damage. From this initial puncture, cracks ran in two directions along the cannula circumference. Based on this finding during the evaluation, it appears that the cannula was most likely initially damaged on its outer side by a needle or sharp object when the chest was closed after implantation of the device on (B)(6) 2016. With time, the initial damage progressed slowly due to repeated internal load and resulted in a local bleeding (e.g., hematoma, pseudo-aneurysm),rupturing completely only during re-opening of the chest on (B)(6) 2017. The increased bleeding in the wound could be the extension of this intra-thoracic bleeding. The patient developed cerebral bleeding and neurological dysfunction confirmed by CT after the event. We were informed by our distributor at the time of this report that the patient is stable but with a noticeable degree of neurological dysfunction.

Event description:
Berlin heart (B)(4) was informed by our (B)(6) distributor that an excor blood pump patient supported in the lvad configuration experienced minimal bleeding at the cannula exit site. The bleeding started on (B)(6) 2017. The clinic suspected an injury at the exit site and kept the bleeding under observation. On (B)(6) 2017, the bleeding increased progressively and the patient was taken to the or urgently for surgical exploration. When the chest was opened in the or, there was extensive blood loss. Once the patient was stabilized, an inspection of the arterial excor cannula revealed a fracture of the cannula very close to the aortic anastomosis. The affected excor cannula and blood pump were exchanged by trained personnel at the clinic. Berlin heart was informed of the event at this time.